Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the event was unknown. The patient was not hospitalized for the event. Treatment for the event was not reported. The patient was recovering from the event. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: outcomes attributed to adverse events, date of event, describe event or problem and relevant tests/lab data. Upon follow up it was reported the patient the diagnosed with peritonitis one day after the manifestation of cloudy effluent. The same day as the patient experienced the cloudy effluent, the patient was treated with intraperitoneal (ip) injection of fortum (2 gram once daily) for peritonitis. On an unreported date, the patient was treated with ip injection of vancomycin (2 gram, once in four days) for peritonitis. It was reported that the patient was doing well and the peritoneal effluent was clear. At the time of this report, the patient remained on antibiotic therapy with vancomycin and fortum. Dianeal therapy was ongoing (previously not reported).three days after diagnosis of the event the patient was recovered from the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.